Event description:
The user experienced a sporadic issue with bicarbonate and sodium results. The user stated about seven patient samples were involved and provided data for four samples. Of this data, the bicarbonate results for one patient were found to be discrepant. The original result was 82 mmol per l and was repeated on the same analyzer with a result of 37 mmol per l. The same sample was then repeated the backup analyzer at the site with results of 26.5 and 26.6 mmol per l. No patient results were reported. The customer is unwilling to disclose additional information.

Manufacturer narrative:
The field service representative found a sample probe and ise probe were bent and were not installed properly. She also found the pump diaphragms needed to be replaced. She replaced the sample and ise probes and replaced the pump diaphragms. The user calibrated the bicarbonate and the ise assays and ran qc which was within range.